Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
The doctor reports that one abutment fractured at the screw part, and other abutment has a screw portion fractured inside it, and the abutments were removed. The procedure was completed with the placement of two other abutments. This report refers to the abutment fractured at the screw part.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) ilpc444u, (certain low profile one-piece abutment 4.1mm(d) x 4mm(h)) for evaluation. A visual evaluation was performed; the abutment had signs of use. The abutment screw was fractured at its threads. The threaded piece was not returned. DHR review was completed for the subject lot number 2120017220. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120017220 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The abutment was fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.